Event description:
It was reported that during a ptca procedure of a small, tortuous distal collateral branch of the circumflex, a guide wire was introduced and the lesion was treated. Upon removal with minimal resistance, it was observed the radiopaque tip remained entrapped in the vessel and could not be removed.